Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a low shock impedance measurement was detected by this implantable cardioverter defibrillator (ICD) on the transvenous lead. The patient was seen at a follow up appointment and the low shock impedance measurement could not be reproduced, however a small amount of noise was noted on the shock channel. No remedial action was taken and the physician will continue to monitor the lead at this time. No adverse patient effects were reported.